Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the monitor went black and after the cable was replaced the image was restored. The issue occurred during a scope procedure which was completed with similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The manufacture date of the device could not be established, as the serial number was unable to be obtained. Based on the results of the investigation, a definitive root cause could not be established. From investigation, it was obtained that after the video processors were activated, an image noise occurred when the sdi (serial digital interface) cable was shaken. However, there was no anomalies identified with the cable. Therefore, the root cause of the suggested phenomenon could not be further identified or presumed from the information obtained for this investigation. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.